Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete a follow up report will be submitted.

Event description:
The customer reported that oozing occurred during a laparoscopic colectomy although end tones, indicating a completed seal cycle, were heard. Another device was used to complete the procedure and there was no injury to the pt.